Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the pump, shaft, and tip were microscopically examined it was observed that the blue vent that is attached to the bag spike was missing. Functional testing was performed by placing the device in the console functional testing showed ¿check saline¿ error. Due to the vent missing a functional test could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a supplier design constraint of the product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11260. A lose of aspiration occurred during the procedure. During treatment of a deep vein thrombosis with a angiojet® zelantedvt¿, after running for 133 seconds, received a check saline supply message and stopped aspiration. The catheter was reset but the same message occurred. The catheter was switched out for another angiojet® zelantedvt¿, which ran for 23 seconds before the angiojet console received an error and stopped aspiration. The catheter was adjusted but the same thing occurred. The procedure was completed with a balloon catheter. No patient complications were reported and the patient was fine.